Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the mtp plate was broken after implantation in the patient. The primary surgery in question was the arthrodesis for hallux valgus and rigidus. The surgeon has performed the revision operation on the broken plate.

Manufacturer narrative:
Corrected fields: product long description (d1), lot no. (D4), catalog no. (D4), gtin (d4), and clinical signs code grid (h6). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received anchorage plate was found to be broken from the cross-plate hole region, typically where the fracture line is. The nature of breakage exhibits a typical fatigue failure evident by plastic deformation along the edges and some of the breakage surfaces, which normally happens when one segment separates gradually (fatigue manner) and rubs over the other surface. A secondary fracture line can also be seen in one of the segments, all of which together confirms a fatigue fracture. The fracture appears to have been caused due to overloading over a long period. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, it can be said that the plate broke in fatigue manner possibly due to overloading, however without clinical reports and other patient information, the root cause of the issue could not be determined. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the mtp plate was broken after implantation in the patient. The primary surgery in question was the arthrodesis for hallux valgus and rigidus. The surgeon has performed the revision operation on the broken plate.